Event description:
Literature article entitled ¿ceramic-on-metal coupling in tha: long term clinical and radiographic outcomes using two different short stems" written by giandomenico logroscino, michela saracco, giulio maccauro, andrea urbani, domenico ciavardelli, ada consalvo, daniele ferraro6 and francesco falez. Published by bmc musculoskeletal disorders; published online 01 january 2021 was reviewed. The article's purpose was to evaluate the reliability and safety of ceramic-on-metal bearing at long term follow-up. Patient data: non-inflammatory arthritis, primary osteoarthritis (oa), post-traumatic osteoarthritis and avascular necrosis (avn) and mild developmental dysplasia of the hip (ddh) were the main indication for surgery. It is noted that implants in the study were a combination of depuy and competitor products. Some of the stems and all of the femoral heads were competitor. Depuy products: proxima stem ¿ uncemented, pinnacle acetabular shell, ultramet co-cr-mo alloy liner. Adverse events ¿ the article indicates no revision occurred. Based on the information provided, it is reasonable to conclude all aes indicated below were treated conservatively. (2) osteolysis, (1) cup malpositioning, (21) leg length discrepancy, (13) femoral stress shielding and calcar atrophy, (21) heterotopic ossification, (3) elevated metal ions, (2) pseudotumor, (1) acetabular bone fracture.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.